Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 1811459: (B)(4)items manufactured and released on 29-mar-2019. Expiration date: 2024-03-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. At 2 years and 3 months from the primary the surgeon revised the insert and the surgery was completed successfully. Implanted insert: 02.12.0417fl gmk-sphere tibial insert - flex s4l - 17mm.